Event description:
Complainant alleged that during a routine shift check by a clinician the energy select buttons, for joule setting, would not function properly. The complainant indicated there was no pt involvement with this reported malfunction.